Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right ventricular pacing lead exhibited impedance measurements greater than 2,500 ohms. Intermittent capture at maximum outputs was also observed. An invasive procedure was performed and it was discovered the lead had fractured. It was reported the fracture occurred following a car accident. No adverse patient effects were reported.